Manufacturer narrative:
Ge field engineer (fe) dispatched to the sit confirmed during evaluation that the system was performing according to specifications. There was no evidence of a malfunction that may have led to the reported incident. Furthermore, the director of radiology at the site confirmed that the device did not cause the fall. The system's operator manual instructs. Users to always monitor pts due to potential hazardous situations with respect to unattended pts.

Event description:
It was reported that a pt fell off the x-ray table and sustained cut on the head. The pt received stitches followed by CT scan, the results of which showed no other injuries sustained. Both the customer site and ge field engineer confirmed that there was no malfunction of the device that led to the fall. The pt was reportedly placed on the table by the technologist and was left unattended. When the technologist returned to the room, they found the pt on the floor. The customer site indicated that the pt either attempted to get up from the table or rolled off the side while without assistance.